Event description:
During a thoroscopy the surgeon used the I endopath thoracic endoscopic linear cutter with safety lock-out. The stapler did not fire any staples leaving a raw open area in the lung. This event resulted in the pt requiring immediate emergent thoracotomy. A longer hospitalization and add'l pain and higher cost resulted.